Manufacturer narrative:
Concomitant products: product ID: 377845, lot# v010268, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a lead revision in (B)(6) 2015. Additional information received from the healthcare provider (hcp) in response to follow-up reported that 3 electrodes had showed impedance readings out of variance. The patient had not been perceiving stimulation or at times would receive uncomfortable bursts of stimulation. Impedance reading analysis and reprogramming were attempted on (B)(6) 2015 prior to the revision. Relevant medical history included spinal pain. No further follow-up was required.